Manufacturer narrative:
The manufacturer had previously reported that a ventilator was not delivering the correct volume. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board and sensor board were replaced to address the issues.

Event description:
The manufacturer received information alleging a ventilator would not deliver correct volume. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. A follow-up report will be submitted when the manufacturer's investigation is complete.